Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients lead had high impedances. The patient underwent a lead replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Sc-8336-50 (sn (B)(4)) device evaluation indicated that the complaint of high impedance was not confirmed. Visual inspection revealed that the proximal contact #8 was crushed by the setscrew. This indicates incomplete insertion. Because of this all contacts were misaligned with the spring contacts within the ipg connector stack and it resulted in the high impedance readings. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 01:15 pm CT. The report number is being corrected from: 3006630150-2018-62220 to: 3006630150-2018-60743. This report is follow-up # 1.

Event description:
A report was received that the patients lead had high impedances. The patient underwent a lead replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 06:16 pm CT. The report number is being corrected from: 3006630150-2018-62344 to: 3006630150-2018-60743.

Event description:
A report was received that the patient was experiencing pain at the implant site and upper back. It was noted that the ipg was not delivering the correct amount of therapy. The patient underwent a revision procedure wherein the ipg was replaced and was doing well postoperatively.